Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of reax1173 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the PICC line leaked. No patient injury reported.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leak in the catheter was unconfirmed as the reported event could not be replicated. One 4fr s/l groshong nxt PICC was returned for investigation. The stylet had been removed and the two-piece connector was attached to the catheter. The catheter extended 37.4cm from the distal end of the strain relief oversleeve. A functional test revealed that the catheter was patent to infusion. Pressurizing the catheter revealed no leaks in any part of the returned sample. The exact cause of the reported event was unknown; however, since no leaks, damage, or defects were observed on the returned sample, the complaint was unconfirmed. A lot history review (lhr) of reax1173 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the PICC line leaked. No patient injury reported.